Manufacturer narrative:
The correct analysis results are now attached. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The available pacing impedance trend curve showed stable values around 400ohms. Shock impedance demonstrated stable values between 330ohms and 420ohms with a sudden drop to less than 200ohms. Furthermore, the available iegms showed artifacts on the right ventricular channel leading to oversensing. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
Oversensing related to the lead was reported.